Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA (importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Maquet cardiopulmonary ag is aware of similar complaints from similar products. Similar product, showing a similar malfunction, has been investigated in #703007163: leak test of the blood side performed. A strong leak from the gas outlet was detected. A leak can be confirmed. The video from the customer also shows the leakage at oxygenator gas outlet. Based on this, failure could be confirmed. Since the product is not available for investigation and sawing the oxygenator is not possible, the root cause of the incident cannot be identified. Device history record was reviewed. There were no references which are indicating a non-conformance of the product in question. The reported failure did not contribute to death or seirous injury. In addition no systemic issue could be determined at this time. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Device has not been returned. Reference exemption # e2018002.

Event description:
According to the hospital: "leakage near the inlet port" (B)(4).